Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected low suspend, cal error and change sensor alarm. Blood glucose value was 166 mg/dl and the sensor glucose value was 66 mg/dl. Insulin delivery was suspended due to sensor glucose value that triggered the suspend event was 59 mg/dl. Troubleshooting was performed and the device will be replaced and returned.